Event description:
It was reported that a screw fell out of the handpiece outside of the sterile field. There were no adverse consequences and the procedure was completed with no further issues.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is complete.